Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/17/2009, 04/22/2009, 04/23/2009, 04/24/2009, 04/30/2009, and 05/07/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for the same model lens. In a follow up, the surgeon reported that the patient is doing "good".